Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the solenoid was not activated on open command. A field service engineer replaced solenoid and applied latest firmware update to station. Assisted with minor implementation tasks and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, had drawer failure, when user attempted to recover the drawer; during each attempt, a requires maintenance alert appeared, which subsequently prevented them from completing the recovery process. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.